Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 11-mar-2023, it was reported that the patient faced a kinked in infusion set cannula. The events occurred within 3 or more hours after insertion. The infusion set was in use for a day and half. The insertion site was reported as unsure/unknown. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.